Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up to a no delivery alarm. The customer replaced the infusion set and the no delivery alarm recurred. The patient's blood glucose was between 500 mg/dl and 600 mg/dl for the past two days. The customer treated via manual insulin injection. Troubleshooting occurred for the no delivery alarm. A 5.0 unit fixed prime was successfully performed. The customer removed the infusion set and the cannula was pinched, but the customer did not know if the pinching occurred inside of her body or after she removed the cannula. However, the end of the cannula appeared smashed. The customer was advised to change the entire infusion set. The infusion set will be returned and two replacement infusion sets and reservoirs will be shipped to the customer.